Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the sheath separated from the catheter. A 2.1mm jetstream® xc atherectomy catheter was selected for an athrectomy procedure in the superficial femoral artery (sfa). During the procedure, the device worked great without issues. Upon removal of the device, it was noted that there was a little separation between the sheath and the device. There were no patient complications reported and the patient's status post procedure was good.

Event description:
It was reported that the sheath separated from the catheter. A 2.1mm jetstream® xc atherectomy catheter was selected for an athrectomy procedure in the superficial femoral artery (sfa). During the procedure, the device worked great without issues. Upon removal of the device, it was noted that there was a little separation between the sheath and the device. There were no patient complications reported and the patient's status post procedure was good.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by MFR: returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage. Visual examination showed multiple buckling/kinks on the shaft located from the tip to 24cm proximal. Functional testing was attempted; however, the device would not function due to the extreme damage on the catheter shaft. Visual examination noticed that the infusion line had burst proximal the kinks and damage. The location of the burst infusion line was approximately 68cm from the tip of the catheter. The damage that was notice is consistent with sheath interference during the procedure. Pushing, pulling and torqueing of the device could possibly cause the damage that was noticed. The buckling/kinks on the shaft causes the fluid to back up inside of the infusion sheath and causes the infusion sheath to burst proximal of the buckling. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that the sheath separated from the catheter. A 2.1mm jetstream® xc atherectomy catheter was selected for an athrectomy procedure in the superficial femoral artery (sfa). During the procedure, the device worked great without issues. Upon removal of the device, it was noted that there was a little separation between the sheath and the device. There were no patient complications reported and the patient's status post procedure was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage. Visual examination showed multiple buckling/kinks on the shaft located from the tip to 24cm proximal. Functional testing was attempted; however, the device would not function due to the extreme damage on the catheter shaft. Visual examination noticed that the infusion line had burst proximal the kinks and damage. The location of the burst infusion line was approximately 68cm from the tip of the catheter. The damage that was notice is consistent with sheath interference during the procedure. Pushing, pulling and torqueing of the device could possibly cause the damage that was noticed. The buckling/kinks on the shaft causes the fluid to back up inside of the infusion sheath and causes the infusion sheath to burst proximal of the buckling. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).